Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch profile meter was reading inaccurately low. The pt tests his blood glucose 3 times a day. He takes "glucovance" and "metformin" (unk dosages). For the past couple of months, the pt has been using test strips that were removed from the original vial and placed into another unidentified container. During that time, the pt was getting readings in the "60's, 70's, and 100's mg/dl. Due to getting some readings that he felt were too low, the pt mentioned that he skipped some of his diabetic medication dosages. Five days earfier, the pt was taking a shower when he noticed that he had "double -vision." The pt did not attempt to test his blood glucose before and during the time, he had the symptoms since he already had an upcoming doctor's appointment later that same morning. The pt also did not take any actions to treat himself after the symptoms developed. When the pt got to the doctor's office, he was advised to go to the hospital because his doctor thought he was having a stroke. When the pt arrived at the hospital, his blood glucose was tested on an unidentified device and a result of "397 mg/dl" was obtained. The pt was hospitalized for 4 days and received treatment for hyperglycemia. The pt was given an IV ( unk contents) and insulin (unk type and dosages). On an unspecified date/time, the pt reported blood glucose results of "64 mg/dl" with a lifescan meter and "312 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and /or <=30mg/dl. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that his meter was giving inaccurate low results and as a result he skipped some doses of diabetes medications, developed symptoms suggestive of hyperglycemia, and was hospitalized for treatment of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.